Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on the glucose monitor. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer fell down the porch steps, but sustained no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.